Manufacturer narrative:
Analysis found that the unit had extensive damage, there was no testing that could be done due to the board sparking when plugged in. It was noted there was damage to the housing, return receptacle, and the monopolar socket. The generator was scrapped due to the damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a generator. It was reported that the system's sustained a physical damage onto the front bezel and the connectors. There was no patient present when this issue was identified. The hcp was transferred to service and repair. Additional information was received from the hcp and it was reported that the device was returned and the issue was resolved with a replacement.